Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
After the last pullback was performed and the catheter was removed from the patient's anatomy, the proximal marker moved when it was pinched. The procedure was completed without using another device with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.